Event description:
It was reported that an adverse event occurred. On (B)(6) 2025, it was reported that the patient experienced a log in error. Dexcom was reading "high" and pt felt dizziness and eventually fainted. Husband called 911 and the pt was taken to the hospital because of "high" readings on the dexcom. They did not get a chance to compare the readings with a bg. She got admitted to the hospital from (B)(6) to (B)(6) 2025. When she woke up, she was told that bg was 600 mg/dl when she arrived at the hospital. At the time of the report the patient was stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. On (B)(6) 2025, it was reported that the patient experienced a log in error. Dexcom was reading "high" and pt felt dizziness and eventually fainted. Husband called 911 and the pt was taken to the hospital because of "high" readings on the dexcom. They did not get a chance to compare the readings with a bg. She got admitted to the hospital from (B)(6) to (B)(6) 2025. When she woke up, she was told that bg was 600 mg/dl when she arrived at the hospital. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information h6 investigation findings - correction. H6 investigation conclusion - correction.